Event description:
It was reported that the symptomatic patient experiencing muscle stimulation presented remotely via merlin.net in backup vvi. The patient was brought into the clinic for further evaluation. After device software download, normal function resumed; resolving the muscle stimulation.